Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding well to input. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The device was being evaluated during an inspection at the customer site when the issue was observed. The device otherwise continued to operate. This investigation is ongoing.

Manufacturer narrative:
The device was being evaluated during an inspection at the customer site when the issue was observed. The device otherwise continued to operate. An authorized service provider (asp) evaluated the device on 20apr2026 at a repair center. The asp confirmed that there was a touchscreen alignment issue, and the issue persisted after performing a touchscreen calibration. The asp resolved the issue with replacement of the touchscreen. Following the part replacement the asp completed a cleaning, running test, and functional test before returning the device to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.